Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university school of medicine. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a revaclear 300 apac, a foreign body at the bypass end was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, polyurethane (pur) residue was observed inside the dialysate connector. Pur is a remnant of the manufacturing potting process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The dialysate pathway does not directly communicate with the extracorporeal blood system. Particulate matter is unlikely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.